Event description:
Additional information was received on 13aug2021. The sheath was not continued to be pulled when resistance was noted. They took a break (time) in the procedure when this occurred; no damage was observed on the sheath prior to insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath and dilator were received for product evaluation. The sheath was returned with the dilator fully mated to the sheath and a breakage in the sheath shaft was noted. The sheath was subjected to visual inspection and it was noted that the sheath was broken at 61 cm from the sheath hub. It was also noted that on either side of the breakage the sheath was found to be stretched and unraveled. A kink was also noted at 54.6 cm from the distal end of the breakage. IFU states: "while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." The complaint can be confirmed for sheath mechanical separation. It is likely that a combination of the manipulation of the sheath in presence of resistance could have potentially led to the deformation and breakage of the sheath. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported they conducted an r2p diagnostic procedure incorporating a glidesheath slender, glidewire, pigtail and 119 destination slender. Upon completion of the procedure, resistance was noted, however, it was overcome after a break during destination removal. When device was removed completely, it was noted that the coils had separated. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The outcome of the procedure was technically a success. The estimated blood loss was less than 250cc's. Additional information was received on 14june2021. The break referenced was for time (a pause) during the procedure.